Manufacturer narrative:
The field service engineer (fse) conducted instrument checks and confirmed that there were no abnormalities including the control values. Sample quality issue is suspected. Investigation is ongoing.

Event description:
We received an allegation about a discrepant result for 2 patients' samples tested with elecsys anti-tshr e2g assay on a cobas e801 immunoanalyzer. The following results were obtained: sample 1: initial result: 40.1 iu/l. Repeat result: 0.8 iu/l. Sample 2: initial result: 40.1 iu/l. Repeat result: 0.8 iu/l. It is unknown if the questionable results were reported outside the laboratory. The information was requested but not provided. The anti-tshr reagent lot number and expiration date were not provided.

Manufacturer narrative:
Device code (a code) was updated. The investigation determined that the root cause of the event was related to a preanalytic sample handling issue. The instrument and the controls were performing within specifications. No further issue was reported from the instrument.